Event description:
The customer reported an intermittent communication error at boot up, the field engineer noted that the system would not fluoro before being repaired. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system power supply and gpos, asm, and sbc boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.